Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The infusion set was in use for 5 days. The patient reported blood glucose level was high due to infusion set tubing was leaking at the site and treated with bolous from pump. No further information available.